Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the balloon material did not shrink quickly enough. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 8 french silicone foley catheter was inserted before the surgery. When they went to remove it at the end of the procedure they had resistance in taking the catheter out. The balloon has been deflated and it did not come out easily. After a tug there was a ring around the foley near the tip. Per additional information on (B)(6) 2021 the patient was not injured and the catheter was intact when removed. It looks like the presence of the ring was due to the balloon not deflating. Per customer via email on 11may2021 the customer stated that the catheter was in place only for the procedure and the balloon was filled as per manufacturers guidelines.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 8 fr silicone foley catheter was inserted before surgery. When catheter was attempted to be removed at the end of the procedure it was met with a resistance. The balloon was deflated, and the catheter didn¿t come out easily. After it was pulled, they observed a ring around the foley near the tip. Per additional information on 22apr2021, the patient was not injured, and the catheter was intact during removal. It looked like the presence of ring was due to balloon not deflating.